Event description:
The customer reported that the 840 ventilator was inoperative. There was no pt involvement. The covidein customer support engineer (cse) verified the malfunction. The cse replaced the graphical user interface (gui) and backlight inverter pcbs. The ventilator passed all testing.

Manufacturer narrative:
(B)(4).